Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the mx40 device presents with a speaker operation failure. The device was not in use on a patient at the time of the event. There was no adverse event reported. The philips field service engineer found the device did not produce sound. The mx40 device was replaced and the defective device is expected to be returned for evaluation.

Manufacturer narrative:
The philips field service engineer found the device did not produce sound and the device was returned for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no speaker sound at start-up test. The mx40 device was replaced to resolve the issue.